Manufacturer narrative:
The device (acuity) is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device received, analyzes and displays patient vital signs data from multiple bedside multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Investigation confirmed the reported problem that the cpu video output was having display color issues. Trouble-shooting isolated the cause of the malfunction to a defective video circuit board assembly within the cpu. The video card assembly was replaced to restore device operation. The repaired device was tested and returned to the customer.

Event description:
The customer reported that they have been experiencing display/color issues on this acuity system, which was temporary improved by rebooting the system. This reboot process resulted in a loss of centralized monitoring. No pt treatment was delayed or affected by this problem.